Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 1500 instrument. Quality control (qc) and calibration were acceptable at the time of sample testing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse ran service method tests (smt¿s) for server 3, replaced reagent 5 (r5) mixer, aliquot probe, and horizontal and vertical belts for r5, performed all alignments, manually verified bottom of cuvette correction (bocc) and ran quick check, which recovered acceptably. Then, a precision study was performed on a patient sample and no outliers were obtained. Siemens further evaluated the event and concluded that the r5 mixer and dirty aliquot probe, which was resolved with the service activities above, potentially contributed to the falsely elevated co2 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 1500 instrument. The initial result was reported to the physician(s). The sample was repeated four times on the original instrument. The repeat results recovered lower than the initial result and matched the patient¿s clinical history. The repeat results were considered correct, and the repeat result of 15 mmol/l was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 result.